Event description:
During an endometrial ablation procedure, the patient went into cardiac arrest and the procedure was immediately aborted. Following, a temporary pace maker was placed in the patient over the weekend until a permanent one was placed. The physician noted the patient was diagnosed with cardiogenic syncops. The patient is doing fine and the physician is confident that the endometrial ablation device and procedure were not the cause of the incident.